Manufacturer narrative:
No unexpected button error alarms and weak battery alarms noted. Insulin pump had an intermittent button response on the act button, due to corroded keypad traces noted. Insulin passed displacement test and off no power test. The operating currents were in specifications. Insulin pump had a cracked lcd window, cracked case on lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump kept alarming button error. Customer was unable to clear the alarm. Customer stated was about to bolus and it did not work. Customer took out the battery to try to reset the device, device alarmed weak battery and button error. Customer's blood glucose was 4.4mmol/l. Customer reported she had the device clipped to her skirt, outside of clothing. Crack on the upper right corner of the screen. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.